Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch (hmt) would not connect to the dongle. When trying to connect via bluetooth, the app screen only showed image of a finger pushing a button. It would not open the list of wireless adapters to connect. The site tried a different dongle with no change. Then they tried the dongle on a different heartmate touch and the number appeared on the list. They removed the hmt from the case and were using a different hmt now.